Event description:
Pt was revised to address loosening of the patella, which had sheared off at the pegs. Minimal wear of the insert was also present. It was reported that the pt is very active (bicycle rider).

Manufacturer narrative:
The product associated with this reported event was not returned for examination. The product lot code required to retrieve the device history records for reviewing and search the complaint database by lot code was not provided. The investigation could not draw any conclusions about the reported event based on the lack of the product to examine and insufficient product info. Provided info stated the product was not suspected of failing to meet specifications or being contributing factors to the event. Based on the performed investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received, the investigation will be re-opened.